Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited phrenic nerve stimulation. A review of the stored electrograms revealed that the lead was also exhibiting loss of capture and a failure to sense. A chest x-ray was obtained and showed that the lead had pulled back into the superior vena cava. A revision procedure was performed and the ra lead was found twisted due to twiddler's syndrome. This ra lead was explanted and discarded. The patient experienced episodes of presyncope but no additional adverse patient effects were reported.